Event description:
Customer reported that a negative filter pressure occurred and was overridden by the nurse without any pod repositioning. Pressing override prior to repositioning the pod membrane, a continued negative filter pressure would not generate additional alarms since the machine assumes the user has confirmed a new working range. The treatment continued with a negative filter pressure for a while since the nurse was a junior nurse with little experience with the prisma system and pressures reading. The nurse stopped the treatment a few hours later because she noticed that the set was coagulated almost everywhere but had no alarms related to coagulation status (i.e. Filter coagulated). Strangely, few minutes before ending the treatment, the prisma system passed the periodical self-test without any failure (i.e. 0040 alarm). The customer was concerned about continuing using the prisma system again since no coagulation alarms were triggered by the prisma even though the filter was completely coagulated. The pt apparently developed bleeding requiring a surgical intervention.